Event description:
It was reported that the device would not power on. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control determined the cause for the malfunction to be an electrically shorted capacitor, c71, on the digital pcb assembly. A replacement device was provided to the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.